Manufacturer narrative:
Taper unk. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of esophageal perforation as follows: "during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach."

Event description:
Medical staff reported a pt sustained an esophageal injury while having a laparoscopic roux-en-y gastric bypass procedure performed. A gastric balloon suction catheter was being used and was part of the process failure. There is no further info about this event at this time, and follow up is in progress.